Event description:
It is reported that the patient had received a left total hip arthroplasty. Post-op, the device was revised due to lysis on the femoral side. The implant and explant dates are unk.

Manufacturer narrative:
Evaluation summary: lysis on femoral side could not be attributed to the returned poly due to insufficient data. X-rays could have provided more insight to the situation. Exact reason for lysis is unk. Evaluation: the liner exhibits minimal wear to the bearing surface. There is gouging damage near the rim, likely from the removal of the device. There is also discoloration on the outside diameter. Device history records indicate device manufactured to specifications.